Event description:
As reported by end user hospital, "port fragment retrieved from svc." No further info provided, including the part number of the navilyst medical port, however, it was indicated that the device was retained by the hospital. Navilyst medical is working to obtain add'l info.

Manufacturer narrative:
Navilyst medical is currently working to obtain add'l info regarding this event, the patient condition, and the availability of a device sample. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).